Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were received however they were not reviewed as the image was not dated. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05818.

Event description:
It was reported that a patient underwent a hemi shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. However, it was further reported the patient will not be revised. No additional information is available.